Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had several motor error alarms, prime anomaly, and keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin was squirting out instead of dripping during priming, the buttons on the insulin pump were hard to push, sticky, and sometimes unresponsive. He also stated that the insulin pump rejected new batteries, there were scratches on the screen, and an unusual grinding noise was heard. The insulin pump will not be returned for analysis.